Event description:
It was reported by the patient that an implantable defibrillator (ICD) shocked them and since then continues to sound an alarm. The device remains in use. No further patient complications were reported due to this event.

Event description:
It was reported by the patient that an implantable defibrillator (ICD) shocked them and since then continues to sound an alarm. It was later reported that the device was approaching the voltage for the elective replacement indicator (eri) so the physician elected to explant and replace the device. No further patient complications were reported due to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed and primary results revealed that battery depletion was normal.